Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital. Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. A 3.00 x 20 synergy balloon catheter was advanced for treatment. However, during procedure, the stent struts were lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Device is a combination product. Device evaluated by MFR.: synergy ous mr 3.00 x 20 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage with proximal strut rows 5 to 8 in a lifted state. The undamaged crimped stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. A 3.00 x 20 synergy balloon catheter was advanced for treatment. However, during procedure, the stent struts were lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.